Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, minimum fill notifications with multiple cartridges. Reportedly, the cartridge was filled with 200 units of insulin. The customer's blood glucose level was 62 mg/dl. A new cartridge was loaded successfully.